Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Section e1. Initial reporter phone: (B)(6). Section h4: the device manufacture date is not known as the device lot number is not available / not reported. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. The lot number is not known; therefore, a device history record review cannot be completed. Loss of microcatheter target position in the intracranial vasculature (with the exception of the internal carotid artery) will require reaccessing the target site with increased potential for vessel trauma, vessel spasm, and/or ischemia/infarct. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event, rather than the design or manufacture of the device. In this case, there was no report of patient injury; however, the physician was required to perform the additional surgical intervention of implanting a second stent to cover the full neck of the aneurysm. Based on the surgical intervention, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury." The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx23mm (encr402312/ 9042464) and prowler select plus 150/5cm (606s255x/ lot: unknown) were used for an endovascular embolization. During the procedure, the user reported impedance in microcatheter with loss of cerebral target position and premature detachment of the enterprise2 vascular reconstruction device, and obstruction with mc loss of cerebral target position of the prowler device. The event was initially reported as such, ¿impeded in microcatheter & premature detachment. It was reported that during procedure, stent was impeded in distal end of microcatheter and could not pass through the microcatheter. Doctor tried to retract the stent, the stent was released prematurely in patient, and the stent was in the c5 segment of the internal carotid artery and did not cover the aneurysm neck. The doctor removed the microcatheter from the patient for inspection; the microcatheter was in good condition. The doctor delivered a second stent with the original microcatheter and implanted the second stent to cover the aneurysm neck and completed the surgery.¿ no patient harm or procedural delay were reported. Additional information was received on 31-oct-2025. Summary: according to the information provided, there was no evidence of physical material within the device. The microcatheter did not kink or bend. No excessive force was used with the devices. There was no procedure prolongation or delay due to the event. There were no patient adverse consequences resulting from any prolongation or delay. This additional information has been reviewed, and no changes regarding reportability determination or coding were required.